Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. One battery was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via log files because (B)(4) was not in use during the analyzed period. Internal analysis of the battery revealed a broken ultrasonic welding in cell 3. The device was related to the reported event. The most likely root cause is improper ultrasonic welding during manufacturing. The manufacturer has conducted an internal investigation evaluate these types of issues. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
The site reported that the battery is not charging. There was no effect on the patient. Analysis of the returned device found intermittent functioning due to a faulty cell weld.